Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 system, and identified the failure mode as a defective photometer lamp. The fse replaced the photometer lamp to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low and suppressed tbil (total bilirubin) patient results on their unicel dxc 600 pro instrument. The low erroneous patient results were not reported out of the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data.